Manufacturer narrative:
(B)(4). Date sent 2/20/2025. D4 batch #c9ev17. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ech60s device was returned with the closure trigger broken and with no reload present. No functional test was performed due to the condition of the device. In addition, the device was disassembled to verify the condition of the internal components and no anomalies were observed. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The event reported was confirmed and it is related to improper use of the device. The damage on the device, it is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9ev17, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number c9ex08, and no non-conformances were identified.

Event description:
It was reported that during a distal pancreas when closing the stapler the closing handle snapped off. The surgeon was using a white load and remarked that the tissue was very thick. A new stapler was opened and a he used a black reload, closing the handle very slowly and was able to get a good transection. Case was completed with no issue. No surgical delay was reported. There was no patient consequences reported.